Event description:
It was reported that the physician scoped the patient prior surgery and discovered that the urethra atrophied and led to an erosion. Therefore, all components were removed and a catheter was inserted for a few days post-surgery. It is believed the patient had a bladder infection. A new aus will be implanted when the erosion heals.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.